Event description:
It was reported that the caller experienced occlusion alarms. There was no adverse impact to the customer. The customer decided not to troubleshoot further and reverted to an alternate method of insulin therapy.